Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, a device analysis could not be performed. The cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient experienced a break in aseptic technique which caused peritonitis manifested by cloudy peritoneal effluent. This occurred during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter disposables. Peritonitis was diagnosed while the patient was hospitalized for an unreported reason. It was not reported if the peritonitis prolonged the hospitalization stay. At the time of this report, antibiotics had not yet been initiated as some of the lab results were still pending. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.